Event description:
It was reported that an occlusion alarm occurred. There was no information on whether the customer's blood glucose level was adversely impacted. To resolve the occlusion, the customer changed the soft cannula infusion set and cartridge. No further assistance was needed as the customer was not experiencing frequent occlusion issues, leading technical support to close the case.